Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928 lot# 0202689849, product type lead .

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that there was complication where there was a dislocation of the lead, which required surgery. It was noted there was also insufficient effect. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928 lot# 0202689849 serial# implanted: explanted: product type lead correction to fdc 92 also applies. If information is provided in the future, a supplemental report will be issued.